Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported a blank screen. Customer stated that he went into the ocean with the insulin pump on. Customer stated that water is visible in the battery compartment. Customer's current blood glucose reading is 155 mg/dl. No further information reported.